Event description:
It was reported that stent damage occurred. A 3.00 x 48mm synergy xd drug-eluting stent was advanced for treatment. However, it failed to cross the lesion and got damaged. No patient complications were reported.